Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 60 mg/dl compared to a laboratory result reading of 1000 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days, and customer did not notice a trend arrow on the device. The customer experienced symptoms described as "clouding of consciousness", "inability to move", nausea, and a loss of consciousness. The customer was unable to self-treat requiring an intervention from a healthcare professional (hcp) to administer insulin (dose/type unspecified), fluids, and nutrient solution for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 60 mg/dl compared to a laboratory result reading of 1000 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days, and customer did not notice a trend arrow on the device. The customer experienced symptoms described as "clouding of consciousness", "inability to move", nausea, and a loss of consciousness. The customer was unable to self-treat requiring an intervention from a healthcare professional (hcp) to administer insulin (dose/type unspecified), fluids, and nutrient solution for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 60 mg/dl compared to a laboratory result reading of 1000 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days, and customer did not notice a trend arrow on the device. The customer experienced symptoms described as "clouding of consciousness", "inability to move", nausea, and a loss of consciousness. The customer was unable to self-treat requiring an intervention from a healthcare professional (hcp) to administer insulin (dose/type unspecified), fluids, and nutrient solution for treatment. There was no report of death or permanent impairment associated with this event.